Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital as they fell from their walker and wanted their implantable pulse generator (ipg) system checked. The right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.